Event description:
Drug/diluent: ropivacaine. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. The pump's bolus button would not function. It was reported that the button would not engage to give a bolus, even though the indicator was at the top. The pump operated normally the day before. Pt contact, no adverse event.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and eval. Results: the sample was received missing the pca key. The device was primed with the medication that it was received with, and the device appeared to function and flow normally. A pca (bolus) test was performed and the pca filled, but the button could not be depressed. Conclusions: the customer complaint was confirmed. At this time, this product is under recall.